Event description:
I have saline breast implants from allergan medical - 1998. Biocell 168. I would like to report the following codes. Code# 2614, 2355, 1528, 1153, 1526, 2298, 1670, 2588, 2531, 2409, 2439, 1761, 1776, 2550, 2073, 2517, 2551, 1806, 1156, 1808, 2361, 2253, 2238, 1958, 1967, 2371, 2329, 2194, 1814, 1843, 1849, 1861, 2433, 1685, 2467, 1992, 2015, 2620, 1297, 2156, 2373, 1956, 2370, 2409, 1153, 1528, 1526, 1670, 2531, 2588, 2298, 2614, 2355, 1732, 1733. I reported the same to the manufacturer and they refused to send a hard copy as proof that they sent this report. Allergan is not only violating my rights but violating their "good manufacturing" criteria. I would like a follow up and intervention! I am sick currently applying for disability and have a faulty implant still intact in my body. I have a valve strap sticking in my skin creating a lump. I also have autoimmune disease and illness have occurred since lump was found. I have offered the manufacturer to study or test me -long term use- they declined. I have offered medical records- they declined. I have offered products back and they told me to keep them - later to take statement back because I questioned their lack of wanting to find the truth.